Event description:
The reporter stated the technician removed an aq2003v silicone three piece lens from the lens tray and it was noted that one haptic appeared longer than the other haptic. The lens was not used or loaded and there was no patient contact. The reporter stated the lens was received defective.

Manufacturer narrative:
Evaluation: method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.